Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 371 mg/dl with vomiting. The patient was reportedly taken to the hospital emergency room where intravenous insulin and intravenous fluids were administered as treatment as well as an infusion set and site change. The reporter alleged the pump lost power during the night and the patient went without insulin for a period of time. The user reportedly put another battery in the pump and the pump powered on appropriately. Troubleshooting of the pump by animas customer support revealed that the yellow o-ring on the battery cap was not visible at the time of the power interruption, there was no physical damage to the pump or the battery cap and the cap fit on the pump properly, there was no moisture or moisture corrosion in the pump. The alarm history in the pump did not reveal any replace battery alarms in the pump¿s alarm history that would have led to the power loss. There were no unconfirmed alarms which may have led to the alleged power loss. This complaint is being reported because the patient reportedly experienced a serious injury associated with an alleged no power pump issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: the black box for event date (B)(6) 2017 was not available. No alarms were observed in the alarm history on (B)(6) 2017. The available black box showed evidence of unexplained power-on-reset events leading to delivery interruptions. The alarm history showed a replace battery alarm on (B)(6) 2017 at 18:29; the follow-up prime was not recorded until (B)(6)2017 at 20:35. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap fully attached to the pump with no yellow o-ring showing. The returned battery cap was used to complete a 24 hour duration test, no power interruptions were duplicated during this time. The returned battery cap contact measurements are in specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed. No evidence of internal moisture or damage to the power circuit was found. The display lens was cracked on the gray area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.